Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals, with the noisy signals caused by the patient brushing their teeth. Technical services (ts) was consulted and discussed stored data, with the noisy signals successfully reproduced. This s-ICD system had its sensing vector changed, with much better signals noted in the new vector. This s-ICD remains in service. No additional adverse patient effects were reported.